Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx fully covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient had a history of cholangiocarcinoma and was enrolled in the study for palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. The patient had a prior plastic biliary stent. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. A prior biliary sphincterotomy had been performed, as well as a prior pancreatic sphincterotomy. In addition, a pancreatogram and thermoablation were performed during the procedure. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On (B)(6) 2016, the study stent was noted to be occluded due to tissue ingrowth. No biliary obstructive symptoms were reported during follow up on (B)(6) 2016. Biliary reintervention was performed on (B)(6) 2016, the wallflex biliary rx fully covered stent remained implanted and a wallflex biliary rx uncovered stent was implanted to complete the procedure. There were no adverse events reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on september 23, 2016 that a wallflex¿ biliary rx fully covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015 as part of the (B)(4) trial. The patient had a history of cholangiocarcinoma and was enrolled in the study for palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. The patient had a prior plastic biliary stent. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. A prior biliary sphincterotomy had been performed, as well as a prior pancreatic sphincterotomy. In addition, a pancreatogram and thermoablation were performed during the procedure. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On (B)(6) 2016, the study stent was noted to be occluded due to tissue ingrowth. No biliary obstructive symptoms were reported during follow up on (B)(6) 2016. Biliary reintervention was performed on (B)(6) 2016, the wallflex¿ biliary rx fully covered stent remained implanted and a wallflex¿ biliary rx uncovered stent was implanted to complete the procedure. There were no adverse events reported as a result of this event. Additional information received on november 4, 2016. The stent occlusion was confirmed by ercp and a scan on (B)(6) 2016, that showed dilatation of the biliary tract.

Manufacturer narrative:
B5 has been updated with additional information received on january 28, 2019 and february 4, 2019. G3: e0799 abc wallflex registry. H6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. H10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. H11: h6 device code has been corrected based on additional information received on january 28, 2019 and february 4, 2019.

Event description:
It was reported to boston scientific corporation on september 23, 2016 that a wallflex biliary rx fully covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. The patient had a history of cholangiocarcinoma and was enrolled in the study for palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. The patient had a prior plastic biliary stent. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. A prior biliary sphincterotomy had been performed, as well as a prior pancreatic sphincterotomy. In addition, a pancreatogram and thermoablation were performed during the procedure. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On (B)(6) 2016, the study stent was noted to be occluded due to tissue ingrowth. No biliary obstructive symptoms were reported during follow up on july 6, 2016. Biliary reintervention was performed on (B)(6) 2016, the wallflex biliary rx fully covered stent remained implanted and a wallflex biliary rx uncovered stent was implanted to complete the procedure. There were no adverse events reported as a result of this event. Additional information received on november 4, 2016. The stent occlusion was confirmed by ercp and a scan on (B)(6) 2016, that showed dilatation of the biliary tract. Additional information received on january 28, 2019 and february 4, 2019. According to the complainant, the event of stent occlusion due to tissue ingrowth did not occur. The biliary reintervention was indicated for the treatment of a stricture proximal to the wallflex stent and was not related to the stent.